Manufacturer narrative:
Sex: corrected from female to unknown.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis and system hazard use misuse analysis. Complaint history trending for cidex opa for the problem code 'hr-other' showed a total of 2 complaints and is not considered a significant trend. Complaint history trending for cidex opa for the problem code "'hr-procedure related' is not considered a significant trend. The batch record review was completed in japan where the product was manufactured. The cidex opa solution was manufactured according to specifications. The fmea (failure mode effects analysis) score for patient exposure is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed. The hazard identified in the shuma has been assessed as low as reasonably possible. The report of ssi (surgical site infection) was noted at the same time that precipitate in the cidex opa was reported. It was alleged that a patient experienced ssi after a laparoscopic appendicectomy. The report of ssi was not confirmed. The returned bottles and control sample of cidex opa were found to meet all specifications. Per the product IFU, the cidex opa solution is a high level disinfectant for reprocessing heat sensitive semi-critical medical devices. It was reported that the customer understands that cidex opa is a high level disinfectant and that surgical instruments should be sterilized. The cidex opa is mainly used for disinfection of instruments; however, the hospital does not have enough instruments and/or low temperature sterilizers so they use cidex opa to disinfect the surgical instruments. The surgical instruments are soaked in cidex opa for 5 minutes.

Event description:
A customer from a "training hospital" reported that when pouring a specific lot of cidex opa from a new/sealed container, a white precipitate appeared after 10 minutes. The facility's infection control department stated that the staff carefully follows cleaning protocol prior to soaking instruments in cidex opa. The customer uses a cidex tray and does not leave the lid open to avoid the evaporation. It was reported that they have not seen this phenomenon with any other lot numbers. The white precipitate has not appeared since changing to new lot numbers. The product manufacturing records for the specified lot was reviewed and found to be manufactured properly. The customer was provided with the msds. There have been no similar complaints for this lot. The manufacturer in (B)(6) stated that the most likely cause of a report of white precipitate is the incorporation of a chemical material when it is used [example: a reaction between cidex opa and ammonia]. Also, when a tray is used, the lid should not be left open to prevent evaporation and the reaction with ammonia in the atmosphere. This event is being reported to FDA as the facility is alleging a patient experienced a surgical site infection (ssi) at one of the troca holes after a laparoscopic appendectomy. The customer is alleging the reason of the infection was from the cidex opa. The patient was hospitalized for two weeks for treatment, she recovered and was released to go home. A company representative has visited the facility and has been unsuccessful at gathering any "official" patient information. It was stated, "the information of the ssi patient came from a nurse who doesn't work in the operation room and it was just verbal information". The root cause of the infection is not clear at this time.

Manufacturer narrative:
Additionally, it was reported, "the customer understands that cidex opa is a high level disinfectant. However, because they don't have enough instruments and low temperature sterilizers, they have to use cidex opa to disinfect the surgical instruments as a high level disinfectant. They soak the surgical instruments in cidex opa within 5 minutes".

Manufacturer narrative:
Additional manufacturer narrative- correction to follow up report #1 problem code 'hr-other' and 'hr-procedure related' have been redefined as 'human reaction'. Correction to complaint history trending for cidex opa ¿ complaint history trending for cidex opa for the problem code 'human reaction'' showed a total of 2 complaints and is not considered a significant trend.